Event description:
At 2 years and 9 months from the primary, the patient came in reporting pain due to iliopsoas impingement and the cause is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01-sept-2023. Lot 2001283: 149 items manufactured and released on 01-jul-2020. Expiration date: 2025-06-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.